Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during testing, when powering the device on, the tech faults would show then disappear. Device would fail autozero test, could not start the pressure test, blower would not start. No patient involvement.

Manufacturer narrative:
It was reported that the device failed autozero test, could not start the pressure test, and blower did not start during non-clinical use. No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. The log files provided confirm the issue. The root cause of the event was determined to be a defective esm board (circuit board). After replacing the esm board (circuit board), the device was released back into use.